Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. Sys operates as intended.

Event description:
Customer reported the sys stopped working and sounded an alarm. No pt injury was reported.